Event description:
Device was returned for service. During service, technician found the engine activated on its own when connected to the compressed air and/or nitrogen without pressing the trigger because dirt was found in the pressure valve which was also blocked due to a lack of lubrication. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the handpiece runs on its own, without pressing the trigger due to dirt build-up, improper cleaning and maintenance. Cleaning, maintenance and testing of the device were conducted to repair and return to customer on (B)(4) 2013. The complaint is indeterminate. (B)(6). Placeholder.